Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001825034-2018-03731. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The information provided on this form was previously submitted under manufacturing report number 0001825034-2018-03731.

Manufacturer narrative:
(B)(4). Concomitant products: 51-106150, tprlc 133 mp type1 pps so 15.0, 2811538. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03794.

Event description:
It was reported that there was debris in the packaging. Attempts have been made and additional information on the reported event is unavailable.